Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent direct stenting of a restenosed proximal rca graft with a xience v stent. In 2009, the pt was hospitalized for angina. The pt underwent cardiac catheterization, which revealed subtotally occluded rca in the stented area leading to subsequent coronary artery bypass graft surgery. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Angina and stenosis, as listed in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. The xience IFU states "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury..." There is no indication of a product quality issue, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.